Manufacturer narrative:
Results of investigation: vyaire fse, arrived on site to evaluate suspect device. The following information is derived from wo (B)(4). The service technician was able to confirm the reported issue. The air-o2 regulator differential balance calibration was completed, and the problem was fixed. The pm was completed successfully. Completed ovp and est and passed. Ran a performance check; the unit passed all tests and is operating in accordance with OEM specifications. D4. UDI# - the device has a date of manufacture of (08-sep-08) and was not subject to UDI requirements. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for further evaluation. Therefore, root cause was not determined. The customer provided a po, however, the work order was canceled. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is having blender issues (fio2 (fraction of inspired oxygen) issues). Furthermore, there was no patient associated with the reported event.